Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the patient saw that the pink slide never moved forward, indicating a needle mechanism failure had occurred. As treatment, the patient gave a manual injection using an insulin pen. The pod was discarded.